Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized because the patient was not doing well due to peritonitis. Two days prior to hospitalization, the patient was treated with vancomycin (2g, one dose, in one exchange only) and ciprofloxacin (orally, dose and frequency not reported). The ciprofloxacin treatment was discontinued after the patient was admitted to the hospital. On the day of patient?s hospitalization, the patient started treatment with gentamycin (8mg, ip, frequency not reported). The next day the patient passed away. The cause of death was reported to be an unspecified fatal arrest. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for peritonitis. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.